Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the gallbladder. Imdrf device code f2301 captures the additional device used to complete the procedure to prevent bile leakage following a puncture into the gallbladder.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder for gallbladder drainage during a cholecystostomy procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios was not deployed. A different-sized (6/8mm) axios stent was used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the gallbladder. Imdrf device code f2301 captures the additional device used to complete the procedure to prevent bile leakage following a puncture into the gallbladder. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent partially deployed and in position 2. It was also observed that the inner sheath was kinked, and the outer sheath was twisted. After functional inspection, the catheter was unlocked moving the catheter lock by sliding it from the second to the fourth position and the stent was able to be deployed. No other issues were noted during the deployment. The reported event of stent partially deployed was confirmed as the stent was returned partially deployed. The investigation concluded that the additional observed damages were most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), that could have resulted in the damages encountered in the device. A review and analysis of all available information indicated the most probable cause of the reported event is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder for gallbladder drainage during a cholecystostomy procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios was not deployed. A different-sized (6/8mm) axios stent was used to successfully complete the procedure. No patient complications were reported as a result of this event.